Event description:
The initial reporter stated that the pump under infused at a rate the mmd would consider reportable. Mmd did follow up with the initial reporter, who stated that the complaint occurred during testing and had not had any effect on a patient. No additional information was provided. [ (B)(4) ].

Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd for evaluation, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Manufacturer narrative:
The device was returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. When the device was returned to mmd for investigation, the pump roller was restricted, causing the pump to under infuse, however, the pump did still infuse at a rate the would not be considered reportable. Based on this information, an MDR would not have been required.

Event description:
The initial reporter stated that the pump under infused at a rate the mmd would consider reportable. Mmd did follow up with the initial reporter, who stated that the complaint occurred during testing and had not had any effect on a patient. No additional information was provided. [Complaint- (B)(4).